Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, chest pain and stent thrombosis occurred. The 90% stenosed lesion being treated was located in the calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 6.25mm unk balloon. The physician deployed a 3.00x24mm taxus express2 drug eluting stent, inflated to 10atm for 10 seconds, and an unk size non-bsc stent was deployed in the distal portion of the taxus stent. The stent was post dilated and was well apposed. Medication: aspirin, ticlopidine, and heparin. Two days post the procedure, the pt presented with chest pain. Angiography revealed stent thrombosis inside the two previously placed stents. The thrombus was aspirated and a non-bsc stent was implanted in the taxus stent. Medication: aspirin and ticlopidine. Nine days later, the pt presented with chest pain. Angiography revealed stent thrombosis inside the taxus and non-bsc stents. The thrombus inside the taxus and non-bsc stents. The thrombus was aspirated and an intra aortic balloon pump (iabp) was inserted. Medications: aspirin and clopidogrel. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.